Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center was inspected before use and encountered error code on most of internal buffer error e209. The screen was black when devices were plugged into it and grey streaks ran across. The issue was found during installation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event related to color bars being displayed first was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the color bars being displayed first could not be identified. However, it¿s likely the cause is related to terminal pins of the video connector socket being bent. Olympus will continue to monitor field performance for this device.